Manufacturer narrative:
A4: weight taken from most recent estimate. B2: outcomes corrected. D1: brand name corrected. D4: catalog number and UDI number corrected. H6: impact codes corrected. E1: reporter email was not available. Manufacturer¿s investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported event of neurologic dysfunction could not be conclusively established. The customer communicated that no additional information will be provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed, including the sterilization and packaging documentation, and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this document lists potential adverse events, including driveline infection and other neurological events (not stroke-related), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 also provides information on caring for the driveline exit site as well as controlling infection. The heartmate 3 lvas patient handbook is also available. This document outlines care instructions in reference to preventing infection and provides suggested responses in the event of infection. Additionally, the handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events of neurologic dysfunction and intracranial hemorrhage could not be conclusively established. The customer communicated that no additional information will be provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed, including the sterilization and packaging documentation, and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. This document lists potential adverse events, including driveline infection, other neurological events, and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information on caring for the driveline exit site as well as controlling infection. Additionally, the IFU contains information regarding the recommended anticoagulation therapy and international normalized ratio range. The heartmate 3 lvas patient handbook, rev. C, is also available. This document outlines care instructions in reference to preventing infection and provides suggested responses in the event of infection. Additionally, the handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a repeated bacterial driveline infection. Gallium scintigraphy and wound procedure were planned. Treatments included antibiotic administration, driveline debridement, and vacuum-assisted closure (vac). It was also reported that the patient had a neurological dysfunction of neuropathy with abscess in the brain. Brain abscess formation associated with driveline infection was suspected. Sites of central nervous system (cns) events were in the right temporal lobe and left temporal lobe. The diagnostic method of cns events was a computed tomography (CT). Clinical symptoms included seizures and anticoagulant therapy was warfarin aspirin. The patient was also on anticonvulsant. The cause of neuropathy was device-related, due to complexity of medical management.

Manufacturer narrative:
Section b5 correction. Section h6 correction: health effect - clinical code 1891 - intracranial hemorrhage added. Section h6 correction: health effect - clinical code 1708 - aneurysm added. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2025 bacterial driveline infection was reported outside of the hospital and drug therapy was performed. On (B)(6) 2025 the patient had an intracranial hemorrhage in the hospital. A CT scan was performed, and the site of the cns event was in the right hemisphere. The patient was treated with warfarin and aspirin at the time of the event. The cause of the neuropathy was a suspected hemorrhage from infectious cerebral aneurysm from driveline infection.